Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on the 26th nov 2008. There were eight manual power ons of under one minute duration recorded in the device memory between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. These manual power ups may indicate the user was regularly power cycling the device or that the device was switching on automatically and the user was intervening by turning the device off via the on/off button. This fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.